Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of interference were noted on the atrial and ventricular channels. Egm revealed noise due to possible emi. The patient is stable and will be monitored with regular follow-ups.